Event description:
Per the clinic, the patient experienced a decrease in performance. The results of integrity test (date not reported) showed electrode anomalies. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).